Event description:
Discordant, falsely high thyroid stimulating hormone (tsh) result on one patient sample was generated on the immulite 2000. No results were reported to the physician. The patient sample was re-tested (repeat 1) and a tsh result was generated that was lower than the initial result. The patient sample was re-tested (repeat 2) and a tsh result was generated that was lower than repeat 1. There is no known report of adverse health consequences or patient intervention due to the discordant, falsely high tsh result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After analysis of the instrument and instrument data, it was determined that the cause of the discordant, falsely high tsh result is unknown. The fse proactively replaced the power supply and fuse. The fse also found build up after removing the high speed spinner assay. The system was cleaned and flushed with water. The instrument is performing within specifications. No further evaluation of the device is required.